Manufacturer narrative:
The device was returned and visual inspection revealed housing intact. The reported event was not duplicated. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Pump turned on, pump turned off and power down messages were found in the pump's event history logs but no 'power lost while pump was running' message could be found. Signs of fluid ingression found on pump by the chassis base of downstream occlusion sensor, which possible causing the "double beeping" or power loses while running issue. A downstream occlusion sensor was replaced and reinstalled the software applications.

Event description:
It was reported that cadd legacy pump loses power while running. The event occurring during bench test. No patient injury reported.